Manufacturer narrative:
Investigation concluded that the failure of a cable connector joining one circuit board to another was the cause of the observed behavior. The device was repaired and returned.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console gradually darkened to a point, it was not readable. Control of pumps and safety sensors remained available through redundant local controls. An alternate monitor was employed. There was no adverse consequence to the patient as a result of this event.